Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and was treated with vancomycin (1gm, orally, discontinued, frequency was not reported) and amikacin (100mg, orally, discontinued, frequency was not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Three days prior to the follow-up receipt date, the pd catheter was removed and the patient was switched to hemodialysis (thrice a week). No additional information is available.